Event description:
It was reported that on literature review "unstable intertrochanteric fractures of the hip: treatment with ender pins compared with a compression hip-screw.", three (3) patients who underwent primary implantation with a compression hip screw + plate for treatment of unstable intertrochanteric fractures experienced a limb-length shortening of more than two and a half (2.5) centimeters. This condition was demonstrated one (1) year following primary implantation. Any measures taken to address this inequality are not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Ingemar sernbo, olof johnell, carl-frederik gentz, jan-aake nilsson. (1998). Unstable intertrochanteric fractures of the hip: treatment with ender pins compared with a compression hip-screw. The journal of bone and joint surgery.

Manufacturer narrative:
The devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the article noted three (3) patients demonstrated a limb-length shortening of more than two and a half (2.5) centimeters following primary implantation; however, patients outcomes remain unknown. Reportedly, there is no contact information available for this literature case; therefore, patient specific supporting documentation or current patient status has not been provided as of the date of this medical investigation. The images provided in the article have been interpreted within the text; therefore, no further analysis of the imaging is required. The clinical root cause of the reported events cannot not be further assessed. The patient¿s outcome beyond that which was documented in the article cannot not be determined as the patient¿s current health status remains unknown. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this events could include but not limited to procedural/user error, surgical complication, fit/sizing issue and/or healing factors. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: case (B)(4).